Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on the electronics assembly. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery, prime / delivery test, unexpected restart alarm due to blank display and constant tone. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump received a blank screen display, but came back on after pressing the act button. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. During troubleshooting, alarm history showed an unexpected restart alarm a signal too low alarm. Customer also reported that insulin pump had a constant tone. Insulin pump passed self-test. Customer's blood glucose was 60 mg/dl and elevated to 200 mg/dl. Customer was able to clear alarms. Customer was advised to monitor insulin pump and that battery cap would be replaced.